Event description:
It was reported to philips by a customer that the unit screen temporarily froze while in use on a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The product service engineer stated while the device was in use on a patient, the screen temporarily froze. The device kept operating with no medical intervention or delay in therapy.

Event description:
The international service engineer performed an operational test and was unable to be confirmed reported issue. The diagnostic report confirmed the error: backup alarm failed, auxiliary alarm supply failed, 35v supply failed, blower stall however the were not duplicated during the operational test. The power management board on this unit was to subject to the recall fco and was determined to be the cause of the issues. The international service engineer replaced the power management board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The international service engineer performed an operational test and was unable to be confirmed reported issue. The diagnostic report confirmed the error: backup alarm failed, auxiliary alarm supply failed, 35v supply failed, blower stall however the were not duplicated during the operational test. The power management board on this unit was to subject to the recall fco and was determined to be the cause of the issues. The international service engineer replaced the power management board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.